Event description:
It was reported that the barrel flanges of the bd plastipak¿ luer-lok¿ syringe were damaged. The following information was provided by the initial reporter, translated from portuguese: "I would like to inform you that item syringe 20ml luer lock (lot 2117991; fab 2022-05) is damaged, with a physical appearance that differs from the common one.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos received by our quality team for investigation. Upon visual evaluation, it is possible to observe a damaged syringe, however, in the absence of physical samples, it is not possible to determine if the part is a deformed cylinder flange or a piece of the fin of the broken plunger rod. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The production process has a syringe feeding system for the packaging machine, through conveyor belts and rotating disks, which drastically reduces the chances of transporting the damaged piece of rod fin to the package. On the other hand, marking and assembly machines have a physical limitation regarding the size of the flange, which would automatically generate a tangle or a problem during assembly. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the barrel flanges of the bd plastipak¿ luer-lok¿ syringe were damaged. The following information was provided by the initial reporter, translated from portuguese: "I would like to inform you that item syringe 20ml luer lock (lot 2117991; fab 2022-05) is damaged, with a physical appearance that differs from the common one."